Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which caused the pump to shutdown. The customer's blood glucose (bg) was 177 mg/dl. During troubleshooting with tandem technical support (cts), the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Customer acknowledged and declined follow up contact from cts, indicating that cts would be contacted if the issue was not resolved after leaving the pump plugged in for 30 minutes. The customer did not contact cts regarding the reported issue.